Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided d4-UDI: (B)(4). Investigation results: testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot m233342 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 192-000/ lot m233342 and test base part number 192-430/ lot m233342. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m233342 showed that the complaint rate is (B)(4). A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m233342 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as logfiles were not provided; however, a possible assignable root cause for false positive and negative results is patient sample interference. Substances in the sample itself may have interfered with the reaction. H3 other text : single use; device discarded.

Event description:
The customer questioned the validity of an unknown quantity of patient results with the ID now covid-19 2.0 assay performed on or before (B)(6) 2023. No additional test information, including if the patient results were false positive or negative results, was provided. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided d4-UDI:(B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded.

Event description:
The customer questioned the validity of an unknown quantity of patient results with the ID now covid-19 2.0 assay performed on or before (B)(6) 2023. No additional test information, including if the patient results were false positive or negative results, was provided. No additional patient information, including treatment and outcome, was provided.